Event description:
It has been reported to novartis nutrition that a pt was brought in for removal of a nuport peg. The peg was removed without complications and a replacement g-tube was placed. The tube position was confirmed by x-ray. Two days later the pt reportedly returned to the hosp with a high fever and septic shock. The pt reportedly died shortly thereafter. Autopsy is not yet available.